Event description:
I was wearing the freestyle libre 3 plus for 6 days and I had 9 days left on (B)(6) 2024. I decided to do a comparison stick with my accu-check blood glucose monitor. I did one test at 4am and the meter said 160 and libre said 115 with trending arrow straight to the right. Even 15 minutes later libre did not get into the 20% range. I did a couple of more finger sticks at 420am and the meter read 151 and 150 a few seconds apart. Libre 3 plus said 110 - 112 up to 15 minutes after my finger sticks with libre trending arrow straight to the right. I went to bed and at 840am libre woke me up with a 68 libre trending arrow straight to the right. I did a fingerstick and the meter said 110. I called libre customer support for inaccurate readings and I was told that a manager would have to approve my replacement sensor, and someone would call me back. About 45 minutes later, I received a call from a manager and was told that since I have 11 replacement sensors in 6 months they can't replace the sensor, and I might want to use another cgm (continuous glucose monitor) system. So I took the managers advice and went to dexcom. Right now I am wearing a dexcom g7 and even though that sensor hasn't been on 24 hours yet, it seems pretty accurate compared to a blood glucose test. I included my fingersticks that I posted above and I included +20% and -20% which is what a working cgm (continuous glucose monitor) should be.